Manufacturer narrative:
(B)(4). Concomitant medical products: item#113634; comp primary stem 14mm mini; lot# 300540, item# 110031402; mini tray std cocr +3 offset; lot# 64327562, item# 115310; comp rvrs shldr glnsp std 36mm; lot# 664970, item# 115395; comp rvs cntrl 6.5x25mm st/rst; lot# 139000, item# 180558; comp nlk scr 3.5hex 4.75x20 st; lot# 236640, item# 180552; comp lk scr 3.5hex 4.75x25 st; lot# 795520, item# 180551; comp lk scr 3.5hex 4.75x20 st; lot# 641130, item# 115330; comp rvrs shdr glen bsplt +ha; lot# 760180, item# 118001; versa-dial/comp ti std taper; lot# 349060. Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05380. Remains implanted.

Event description:
It was reported patient suffered pain due to disassociated prosthesis approximately one month post-implantation. Due to short notice, replacement implants and instruments were not available. The surgeon reattached the glenosphere and humeral bearing to baseplate, used 2 juggerknots to help stabilize the shoulder. Two cerclage wires were attached to site. Patient will be observed to see how he does.. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified separation of the glenosphere from the base plate of the reverse-type right shoulder arthroplasty and the humerus is slightly elevated in relation to the glenoid. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: implant date is corrected. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.